Manufacturer narrative:
Initial reporter address: (B)(6). Medical device code (B)(4) captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the coil was stretched and unraveled at the distal end of the catheter. Additionally, it was observed that the clip had no activation performed. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problem. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the clip assembly could be released from the catheter without problem. Regarding the found problem of catheter unraveled, this could have been caused by the removal of the over-sheath. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was reported that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use. Block h11: correction: block b7 (other relevant history), d2b (pro code (product code) and g4 (premarket / 510(k) #).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.